Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA stating that the device over heated during a surgical procedure. There was no report of user or pt injury. No additional information was available. If any additional information should become available this record will be updated accordingly.